Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had turned on the pump to program the pump settings and allowed the battery to deplete. Subsequently, although the pump was connected to a power source to charge for over 24 hours, the pump remained unresponsive. There was no patient involvement, as the issue occurred during setup of the pump and was not being used on the customer at the time of the reported event.